Event description:
Caller states that the patient was trached in the operating room and when the patient arrived in the ICU and was attached to the ventilator the tidal volume alarm sounded. The respiratory therapist placed more air in the trach with no success. The customer confirmed that extubation and recannulation of a replacement tube was performed.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis.